Manufacturer narrative:
(B)(4). The customer returned one unit mad100 mad nasal with 3 ml syringe for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the package was torn along the perforation of the package that is there to open it. There were no other defects observed with the package and it was confirmed to be completely sealed other than where it was opened along the perforation. It would not take much pressure to open the package along the perforation. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned device revealed that the package was torn along the perforation of the package that is there to open it. There were no other defects observed with the package and it was confirmed to be completely sealed other than where it was opened along the perforation. It could not be determined when the package got opened, but it appears that the package most likely got caught on something during storage/shipping that caused it to partially open along the perforation. Teleflex will continue to monitor and trend on this reported issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "open primary packaging. This was noted on 1 device." This occurred during inventory inspection. No patient inv olvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "open primary packaging. This was noted on 1 device." This occurred during inventory inspection. No patient inv olvement.